Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power lost alarm on the insulin pump during the whole night. Customer's blood glucose was 110 mg/dl. Customer was explained that the internal power source in the pump is unable to charge. The pump is operating on the (B)(6) battery only. Customer was advised to remove the battery from the pump and monitor the notification light. Customer was advised to remain disconnected and wait until the notification light stops flashing. Customer was advised to follow the process as instructed and to monitor the pump.